Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Visual inspections were performed on the returned device. The reported stent dislodgment was confirmed. The difficulty removing the protective sheath was unable to be confirmed as it was not returned. The investigation was unable to determine a cause for the reported difficulties. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that resistance was felt when the protective sheath was removed from the 9.0 x 19 mm omnilink elite stent delivery system (sds) and the stent came off with the sheath. There was no patient involvement with this device. Another omnilink elite sds was used to complete the procedure. No additional information was provided.